Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this electrode kinked, and dislodged shortly after implant. The physician surgically repositioned the electrode. After a successful reposition procedure, the electrode exhibited low within range shock impedance (30 ohms), and the next day shock impedance was 40 ohms. The electrode remains implanted. Besides surgical intervention, no adverse patient effects were reported.